Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump turned on without an issue and the pump ehl was found to have the following error alarms "primary audible alarm bgnd test", "primary audible alarm power on self-test (post)", "auxiliary control unit (acu) watchdog failure", and "travel reverse error." The cause of the customer reported problem was a defective main speaker. The manufacturer representative power cycled the unit many times both with the alternating current (ac) line and battery power in an attempt to trigger a primary audible alarm, but the device powered on fine each time. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main speaker, loaded standard 1a12 configuration, and recalibrated all sensors. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was an auxiliary control unit (acu) watchdog alarm, and the main board had an issue. There was patient involvement, but unknown patient harm reported.